Manufacturer narrative:
Accuview graph was reviewed in order to determine the bravo capsule early detachment. According to the graph the signal sops after 48 hours with capsule ph reading normal values (6.5ph-7.9ph). On the second day 11:59:54pm-03:40:05am, ph tracing read low values (0.9ph-2.5ph) for ~3.25 hours. Afterwards ph tracing slightly increased rapidly until increase above 8ph. According to all above parameters, the conclusion of the investigation is the capsule detached before the procedure ended. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule detached before the end of the procedure and the bravo procedure will have to be repeated due to the alleged device malfunction. No other known adverse events were reported.